Event description:
Medtronic received information regarding a patient who underwent a thrombectomy procedure and experienced post-operative infarct expansion and subarachnoid hemorrhage. It was reported that the patient underwent a mechanical thrombectomy procedure on (B)(6) 2021 in which a solitaire x stent retriever, a react-68 aspiration catheter, and a non-medtronic stent retriever were used. Baseline mrs was 0, tici was 0, and nihss was 4. There were no reported intra-operative issues and no device deficiency noted. Tici 3 was achieved. On (B)(6) 2021, infarct expansion was observed in the right middle cerebral artery. The site assessed the event as not related to the device or procedure but probably related to the patient disease under study. Study source document review noted subarachnoid hemorrhage (sah). The event was no life threatening, did not prolong the patient's hospitalization, and did no result in new patient disability. The site determined the sah/hemorrhagic transformation was a common adverse event following thrombectomy and attributed the event to having a causal relationship to the patient disease understudy and not related to the devices or the procedure. However, the medtronic study sponsor assessment conservatively considered the event to be a serious adverse event possibly related to the procedure. Ancillary device: nimbus stent retriever.

Manufacturer narrative:
A separate report will be submitted for the solitaire device involved in the event. A2. Only patient's year of birth was reported (1957). Therefore, of the reported birthdate, only the year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported listed as ¿recovered/resolved¿ . Pre procedure nihss 4, post procedure nihss 1.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was listed as ¿recovered/resolved.¿ pre procedure nihss 4, post procedure nihss 1.